Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: the black box shows evidence of multiple partially discharged batteries being installed. The pump powers with returned battery cap to a dim discolored display. The battery cap is able to fully tighten. A battery compartment crack is observed below grip pad. The pump case is cracked in upper right hand corner of display area. The cartridge cap rubber torn at top of cap. Cartridge cap is able to be fully secured. The current draws are within specifications. A "battery life" issue was not duplicated during investigation. There was evidence of moisture contamination observed inside pump on piezo and force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.